Event description:
Customer took the pt's blood glucose test with a freestyle meter and the result was 218 mg/dl. Because pt was acting funny, parent took another test and the reading was 198 mg/dl. Both samples were taken from the finger. The customer called an ambulance. The medical team determined that the pt was having a seizure. The medical team took a blood glucose test (with an unknown meter) and the result was 30 mg/dl. They administered glucose IV and the pt was taken to the hospital.